Event description:
Reporter alleged obtaining a discrepant blood glucose result of 522 mg/dl back to back with a result of 67 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated she ate as normal after testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.